Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. There were no previous repairs of the device noted in the last 12 months. Durin occlusion testing, the device stopped before detecting an occlusion and triggered a clutch plunger lever/clutch issue alarm. The review of the event history log revealed a travel coarse error. Also, the plunger case flippers were getting stuck and were not synchronized with each other causing errors in 1ml syringes. The clutch set, leadscrew, plunger case and seal were replaced to fix the issue. The device was recalibrated and passed all performance verification tests.

Event description:
The customer returned product for device will not pass preventive maintenance, during physical inspection a clutch plunger lever/clutch issue alarm was identified. There was unknown patient involvement and unknown patient harm/adverse event reported.